Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the pump alarmed motor error and motor position encoder error. The customer's blood glucose was over 300mg/dl; declined troubleshooting. The customer was advised the pump will be replaced and revert to back up plan.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to confirm motor position encoder error alarm or to perform any testing due to motor error alarms. The insulin pump was received with cracked reservoir tube lip noted.